Manufacturer narrative:
No observable defects could be found with component itself. Measurements taken met design requirements. A review of the lot history of the subject product was not completed because the lot number was unavailable from the dr.'s office.

Event description:
An implant failed to integrate. Pt info was not provided.